Manufacturer narrative:
The investigation determined that imprecise vitros phyt and crbm quality control results were obtained while using the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced the rate/cm incubator rotor and performed all relevant incubator adjustments. Following these service actions, improved performance was observed. There was no evidence to suggest that the vitros phyt or crbm reagent malfunctioned. The root cause of this event is instrument related.

Event description:
The customer obtained imprecise vitros phyt quality control results while using the vitros 5600 integrated system. The following vitros phyt results were obtained from the biorad level 2 fluid (expected value of 15.00 mg/ml) and the biorad level 3 fluid (expected value of 30.10 mg/ml ): biorad level 2 (mg/ml): 20.49, 23.66, 19.55, 21.12, 20.75, 21.88; biorad level 3 (mg/ml): 16.94, 23.56, 24.06, 24.07, 23.10, 20.91, 19.79, 20.26, 35.48, 38.32. In addition, imprecise vitros crbm results were obtained when performing a precision test. A vitros crbm result of 17.7 mg/ml was obtained from the vitros tdm pv iii fluid versus the expected value of 13.50 mg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phyt or crbm while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).